Event description:
A trilogy 100 was returned to a third-party service center for remediation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device failed positive and negative flow verification test steps during testing. The device was recalibrated to address the issues. The device was tested and passed all final testing. In addition, the device was visually inspected and found no evidence of foam degradation. The sound abatement foam was replaced preventatively.

Manufacturer narrative:
The CAPA process identified complaints not being created for quality issues found during third party servicing. Based on a review of records impacted by the identified issue, it was determined that this record needed to be corrected and is now being submitted accordingly.